Manufacturer narrative:
(B)(4). Blade does not cut. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the blade could not grind the myoma all the way. The myoma was stiffer than usual. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the returned blade passed the sharpness test. As tested, the blade was sharp and would cut. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.